Manufacturer narrative:
(B)(4).

Event description:
It was reported that this right ventricular lead was explanted due to not delivering pacing when required. No additional adverse patient effects were reported. This lead has not been returned for analysis.